Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that an ilet user experienced hypoglycemia and requested to return the device for credit after consultation with their healthcare provider. Symptoms included hypoglycemia with a blood glucose of 54 mg/dl. Outcomes included self-treatment with oral glucose and recovery without third-party assistance or hospitalization. Investigation included internal review of the event and clinical consultation with the healthcare provider and field team. Investigation of this case revealed no device alarms, no reported device malfunction, and an unclear cause of the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.